Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that they were having trouble with the devices and neither one of the devices were working. Caller stated that the patient thinks they have the wrong device. Patient service specialist walked caller through pairing the controller to their newer implant. Caller noted that pt could not feel the stimulation in their back or hip. Caller confirmed that both controllers were at 100% and the implant was 90% charged. Pt was able to get one stimulator turned on and felt stim working in their upper torso. Pt seemed unable to get the newer stimulator turned on and said the controller button may not have been working, when they used that controller they were seeing rm04 and couldn't clear the screen. While agent was trying to walk them through next steps, pt started using their other controller. The patient was redirected to their healthcare provider to further address the issue.  Pt noted they "moved it on me" a month ago. Agent redirected the patient to work with their rep regarding all the equipment next week as planned since they were able to get stimulation on with at least one implant.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a product ID 97715 ((B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6). Product type recharger product ID 97715 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they are still waiting to get the device to work. The issue is not resolved. The patient mentioned their pain is severe.